Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, low hv lead impedance was observed. The lead was re-positioned 8 times to slightly increase the hv impedance measurement. After ending the implant procedure, it was noted that dft testing was unsuccessful. Lead replacement was suggested.

Event description:
New information received indicates that the lead was explanted and replaced. The patient was okay.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.